Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a scrolling keypad. The blood glucose reading was 245 mg/dl. The customer advised that she was in surgery for 12 days for a gall bladder issue, noting the she was allergic to aspirin and was taking ibuprofen, which may have been causing high blood glucose. She stated that during her attempt to adjust her basal rates on the call, the keypad began scrolling inexplicably. No significant events leading to the keypad issues were observed; she stated that the device had been on her kitchen table without exposure to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.